Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer initially attempted to resolve the issue by reloading the same cartridge, but it was unsuccessful. Technical support instructed cleaning the pneumatic tap area on the pump and ultimately assisted the caller in loading a new cartridge using proper technique, which resolved the problem, allowing them to resume insulin use.